Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer experienced an elevated blood glucose (bg) level displayed as high. A specific bg value was not provided. A manual insulin injection was administered to address bg level. The customer continued to use the pump for insulin therapy.